Event description:
The customer reported that they experienced very low blood glucose during their flight. When they boarded the blood glucose was 167 mg/dl and two hours later it decreased to 37 mg/dl which was treated with a drink. The customer's blood glucose at the time of the phone call was 37 mg/dl. The customer stated that they have been experiencing low blood glucose for a few months. The drive support cap was recessed. The customer was not disconnected during the rewind/prime sequence. The time was incorrect due to the time zone change. She was advised to adjust the time for the duration of the trip in the east coast. The customer stated that they were at the end of school and were under more stress. The device was not exposed to a strong magnetic field or MRI but, the customer went through a full body scan. The displacement test passed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.